Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, after approx fifteen minutes of use, the hand piece blade did not come out of the shaft properly after activating it.

Manufacturer narrative:
Damage to drive connector/coupling - conclusion - the actual device involved in this event was returned for eval. The eval found that the motor drive unit failed the incoming check for a missing seal and that the cpc connector required adjustment because the handpiece did not fit correctly into the motor drive unit.